Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, high cholesterol, menometrorrhagia, menstrual cycle abnormal, bowel adhesions, hypermenorrhea, pelvic discomfort, vaginismus, bacterial vaginosis and uterine leiomyoma. Essure placed in right cornu and advanced w/o difficulty. Coil released properly with 4 coils trailing into cavity. Exact same procedure performed on left with 5 coils trailing into cavity. Concurrent conditions included migraine, uterine fibroids, bowel adhesions and ovarian cyst. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy (full), salpingectomy (one side removal of fallopian tube), oophorectomy. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and abdominal pain had resolved and the vaginal infection, female sexual dysfunction and dyspareunia was resolving. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain and vaginal infection to be related to essure. The reporter commented: insertion details - coil released properly with 4 coils trailing into cavity. Exact same procedure per torrned on left with 5 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs and mr received : previously reported event "injury to herself " updated to "pelvic pain", events- ¿ genital bleeding, infection vaginal, apareunia, dyspareunia and fatigue, outcome were changed, reporter and reporter information, patient's date of birth, medical history and concomitant condition, lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.